Manufacturer narrative:
No conclusion code available. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a partial lead was returned. An insulation abrasion at 36.7 cm to 37.3 cm from the proximal cut end of the lead. Abrasion are consistent with constant friction with another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.